Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. While hospitalized for unrelated events, the patient was diagnosed with peritonitis. The cause of the peritonitis event was unknown. It was unknown if the hospitalization was prolonged due to peritonitis. On an unreported date, the patient was treated with vancomycin (intraperitoneally, weekly, dose and duration not reported) for peritonitis. Three days after being admitted for unrelated events, the patient was discharged from hospital. On an unreported date, the patient had been retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis event. Due to unrelated medical conditions, it was reported that peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy for approximately one to two months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information: the date of onset of the peritonitis event was on an unreported date in (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).